Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (280 mg.dl) the customer took a bolus to stabilize bg level. The customer had changed the cartridge and infusion set site prior to contacting tandem technical support (cts). The customer stated to not be sure if insulin was delivered when the bolus was taken. During troubleshooting with cts, the customer performed fill tubing and insulin was seen exiting the tubing.